Event description:
It was reported via medwatch "patient arrived in ER at another hospital with a leaking PICC (peripherally inserted central catheter) line, no cap in place. Patient states that it was removed by the home care services because the new solo piccs are made to no longer required a pressurized cap. The vat (vascular access team) at this facility was notified, and advised they could not get the PICC line to stop leaking blood without a cap. Patient transferred here for vat to place a new PICC line. After review, it appears the valve on the PICC failed. This is the 2nd incident with this particular PICC and lot# today. This line was originally placed while the patient was inpatient last month." The customer reported this event occurred a total of 2 times. This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. The customer reported two events via medwatch however there was separate information and it required two files, the first incident was documented under internal bd reference number pr (B)(4), and the second incident was documented under internal bd reference number pr (B)(4).